Event description:
It was reported that the patient underwent a procedure to upgrade the implantable cardioverter defibrillator to a cardiac resynchronization therapy defibrillator (crt-d). During the procedure, it was difficult to completely advance the right ventricular lead into the crt-d header block. Pace impedance was 450 ohms; however, after closing the pocket it increased to 1,800 ohms and then returned to 450 ohms. The physician elected to complete the procedure and monitor the situation. A few days later, the crt-d alerted for high out-of-range pace impedance. The patient underwent revision of the lead in (B)(6) 2022. After applying some mineral oil, the physician was able to fully advance the rv lead into the device header and pace impedance remained normal and stable at 430 ohms. It was noted that lead integrity testing revealed no lead issues. The procedure was successfully completed and no additional adverse patient effects were reported.